Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
On (B)(6) 2017, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. All stent grafts were advanced and deployed as planned. Final procedural imaging reportedly revealed a suspected aortic dissection just below the left renal artery. The physician did not indicate the cause of dissection. According to the report, no pre-existing dissection was present, and the patient did not have any notable anatomical issues. No further treatment was rendered, and the physician will continue to monitor the patient. The patient tolerated the procedure.